Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced diabetic ketoacidosis with blood glucose level up to 700 mg/dl due to an infusion set bent cannula. Therefore, she tried to treat it with bolus via pump, but subsequently, on (B)(6) 2020, the patient went to the emergency room and was consequently hospitalized due to high blood glucose level. Further, she was admitted to intensive care unit. She had high ketone levels which the health care professional assessed as dangerous/life threatening. During hospitalization, she received fluids, insulin, and the patient was on ventilator for five days which resolved the issue. On (B)(6) 2020, the patient was released with no permanent damage. Moreover, the patient faced two bent cannulas with high blood glucose level (specific value unknown), which she tried to treat it with correction injection via multiple daily injection. The patient did not notice any damage to the infusion sets when the package was first opened. Further, they replaced the infusion set and insulin was resumed successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.